Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep retrieved the log files and replaced the left and right monitors, performed an arc test on the generator and the x-ray tube arced. The service rep recommended replacing the x-ray tube. No further info is available.

Event description:
The customer reported that the 9800 system would display a fading image on the left monitor during fluoroscopic x-ray. No pt injury was reported.